Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading the cartridge onto the pump. Reportedly, the cartridges were filled with 500 units of cold insulin and the incorrect air removal step was performed. The customer continued to use the cartridges until the cartridges ran out of insulin. No troubleshooting could be performed as the customer was not currently experiencing this issue. Blood glucose level was in the 200's mg/dl range.